Event description:
Allegedly, plate broke during normal day to day activities, and caused pain in the pt. Plate was removed, but surgeon was happy with the level of healing he saw.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated, when the investigation is complete. This event occurred in another country.